Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed with unexpected restart error and the alarm could not be cleared due to a keypad anomaly. The patient's blood glucose at the time of incident was 146 mg/dl. Troubleshooting was initiated for the unresponsive keypad. The customer did not recall any significant events leading to the keypad issues. The customer went to the ER last night to pick up insulin needles; the customer did not go there for diabetes treatment nor was she treated there. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The alarms could not be verified and no functional testing could be performed due to the unresponsive buttons. The insulin pump was received with broken battery tube threads, a broken reservoir tube lip, missing reservoir tube seal, and minor scratches on the display window.